Event description:
It was reported that a patient experienced a loss of therapeutic effect and indicated that the stimulation was turning off by itself. The patient was implanted a week prior to the report. There was no known incident or accident related to the event. The patient experienced a return of frequency the previous day and checked her implant and it was off. The patient works in a police office and states that she was not exposed to any security systems. The patient had a post-surgical check on the day of the report and was going to talk to her physician about the event. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va03e5d, implanted: (B)(6) 2013, product type lead. (B)(4).